Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that prior to administration of CT contrast, the nursing staff vigorously flushed the device believed to be a bard powerglide and that pressures did not exceed the recommended rate (at 4-4.5 ml/sec) and recommended pressure of 300psi. The nursing staff could not confirm whether blood had been aspirated prior to administration of contrast as per recommendations. The nursing staff followed the local extravasation policy and tried to bleed out the contrast, removed the device, applied ice, compression and elevation. There was no adverse outcome for the patient.